Event description:
See initial report.

Manufacturer narrative:
H11: a device history record (DHR) review was conducted, and no deviations related to the alleged defect were found. Review of the complaints database showed no other similar case notified for the noticed batch, out of 100 manufactured units, nor a concerning adverse trend was identified for this kind of failure. Based on the collected information, it is likely that an initial micro-crack was originated on the tip during transport after product release, due to rough handling / accidental impact of the device package. In addition, considering that complained tip is manually bent to the proper angle during manufacturing, it cannot be excluded either that the initial micro-crack was created during this phase. Likely, the crack further grew and propagated due to mechanical stresses during use, resulting in the reported break. To prevent re-occurrence, the manufacturing personnel has been involved in a dedicated training meeting to discuss the specific event. No adverse trend have been identified and the risk is low and acceptable.

Event description:
Sorin group italia received a report that, after cannulated while snaring the cannulae, surgeon noticed the tip was crack. The moment surgeon took out the cannulae, the tip chipped into pieces outside of patient. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11. Sorin group italia manufactures the stockert a272 series pediatric aortic cannulae. According to customer, this is the second cannulae was found cracked a photographic evidence of the complained cannula was provided. The first cannulae was a different size and was identified during set up. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.